Event description:
It was reported that the patient underwent a right elbow revision on an unknown date due to unknown reasons. Due diligence is in progress for this complaint; to date no additional information or product has been received. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Attempts have been made to gather product ID information and no further info is available. D10: item# unk coorad moorey humeral; lot# unknown. Item# unk cement; lot# unknown. G2: foreign - event occurred in the UK. H6: proposed component code - mechanical (g04)- stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; e1; g1; g3; g6; h1; h2; h10. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.